Event description:
It was reported that during a filter placement procedure, the filter failed to open. The vena cava was the target for filter placement. The physician stated that the greenfield filter dilator was not locked on the hub, and this caused the dilator to push back, while still pushing the filter forward. With deployment, the filter legs did not open. This device remains in the patient. Another greenfield filter was successfully deployed. No patient injury or complications were reported. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.